Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a vial in liquid. Visual inspection found the optic torn. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicm5_13.2, -8.50, implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged with a same size different model lens and the problem was resolved.

Manufacturer narrative:
Corrected data: b5: "refractive surprise was observed." Should be in the initial MDR. Claim#: (B)(4).

Manufacturer narrative:
H6-investigation type 4110: lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).